Event description:
It was reported that the caller did not see insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting efforts and guidance provided by technical support, including attempting to replace tubing and repeat the fill tubing step, the issue persisted without resolution. As a result, customer technical support decided to replace the customer's pump due to the recurring problem. The customer was advised on how to handle the return of the faulty pump and briefed on programming and connecting the replacement pump. The replacement pump was sent to the customer with updated software, and all instructions for returning the problematic pump were acknowledged and understood by the customer. Customer will continue to use current pump.